Manufacturer narrative:
Philips service recommended database recreation, but the system was returned with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a low disk space warning persisted despite exam deletion on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.